Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that drops of insulin were not observed to be exiting through the tubing. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 214 mg/dl.